Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) and threshold testing was performed and found to have gone up on the right atrial (ra) lead. The device remains in service. No adverse patient effects were reported.